Event description:
A customer observed false low quality controls psa results on the vitros eci analyzer. Biased results of the magnitude and direction observed may lead to inappropriate physician action. Pt samples were not being processed and there was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Investigation into the event showed that negatively biased psa results occurred. An ocd field engineer performed several actions related to well wash. There is no evidence to suggest the psa reagent is not operating as intended. The definitive root cause of the event could not be determined, however, the cause of the event is instrument related.